Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with mild tortuosity and no calcification. The 2.5 x 12 mm trek balloon was advanced for pre-dilatation and inflated to 8 atmospheres (atm). During deflation, the balloon would not completely deflate. Another attempt was made to deflate with the inflation device, but was unsuccessful. The device was then deflated enough to be removed from the patient. It was noted that the trek balloon was not soaked prior to use and was prepped inside the patient anatomy. A xience prime stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed, as the inflation and deflation times were taken and met manufacturing criteria. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the balloon was not submerged in saline prior to use and the device was prepared for use inside of the patient anatomy. It should be noted that the instructions for use (IFU) states: all air must be removed from the balloon and displaces with contrast prior to inserting into the body, otherwise complications may occur. Additionally, the IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. However, the failure to soak the balloon prior to use does not appear to have contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.